Manufacturer narrative:
Pt identifier: - (B)(6). Concomitant medical product: biomet mck maximum congruent knee, cat#: 141314, lot#: 104580. Biomet vanguard complete knee system, cat#: 183044, lot#: 802440. Biomet vanguard patella components, cat#: 184762, lot# 549890. Biomet regenerex tibial components, cat#: 141272, lot#: 127720. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04864, 0001825034-2017-04866, 0001825034-2017-04867, 0001825034-2017-04874, 0001825034-2017-04889. Remains implanted.

Event description:
It was reported that the patient is experiencing a fever, pain and swelling immediately following a knee procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.